Manufacturer narrative:
A patient experiencing discomfort/pain at ipg site was reported to abbott. The patient fell and since then the patient has been noticing that the ipg is sticking out and has been bothering them when sitting and sleeping. The patient was scheduled for surgery but was still waiting for insurance approval. The surgery has not been rescheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A patient experiencing discomfort/pain at ipg site was reported to abbott. The patient fell and since then the patient has been noticing that the ipg is sticking out and has been bothering them when sitting and sleeping. The patient underwent surgery wherein the ipg was repositioned for comfort. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was placed deeper into the pocket site to address the issue.

Event description:
It was reported that the patient was experiencing discomfort at the site of their scs ipg. The patient noted having a fall in (B)(6) 2023 and since then the patient has been noticing that the ipg is sticking out and has been bothering them when sitting and sleeping. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.